Event description:
It was reported that the customer received no delivery on the insulin pump and believed there was an issue with the motor. The customer's blood glucose was 500 mg/dl. She treated for high blood glucose with manual injection. During troubleshooting, insulin did exit during a fixed prime. The infusion set cannula was not bent. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.